Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. When the user loaded a new cartridge with 200 units, a minimum fill message occurred. The user's blood glucose level was between 150 mg/dl and 180 mg/dl. The user successfully loaded a new cartridge and resumed insulin delivery.